Event description:
It was reported that after the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered a shock, charge time (CT) and long charge time (lc) alerts were received from the device. Low, out-of-range shock impedance measurements of one ohms were also noted. Technical services (ts) was contacted, and ts discussed that the alerts indicated a shock that failed to fully charge the capacitors within 44 seconds. The patient reported a recent fall, landing on their left side, and it was theorized that the fall adversely impacted the s-ICD system. The patient started to feel sensations from their device and tachy therapy was programmed off. Subsequently, the patient underwent a revision procedure, and the s-ICD and electrode were explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that after the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered a shock, charge time (CT) and long charge time (lc) alerts were received from the device. Low, out-of-range shock impedance measurements of one ohms were also noted. Technical services (ts) was contacted, and ts discussed that the alerts indicated a shock that failed to fully charge the capacitors within 44 seconds. The patient reported a recent fall, landing on their left side, and it was theorized that the fall adversely impacted the s-ICD system. The patient started to feel sensations from their device and tachy therapy was programmed off. Subsequently, the patient underwent a revision procedure, and the s-ICD and electrode were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. The device was not able to be interrogated. Visual inspection noted electrical overstress (eos) damage on the high voltage (hv) capacitors and on the dump/shield resistor in the area where the resistor was over the eos damage on the hv capacitors. The hv capacitors were removed from the pulse generator assembly. High power visual inspection of the hv capacitors flex circuit noted extensive eos damage to the flex circuit on top of the hv capacitors. The damage was extensive to the point where it could not be determined if there was a flaw in the flex circuit or solder joints on the hv capacitors. Probable cause is likely related to the damaged electrode which caused the eos damage to the flex circuit on top of the hv capacitors in the device.